Manufacturer narrative:
Batch record review of lot b908 could not be performed because lot number given by reporter does not exist. Multiple attempts will be made to confirm correct lot number once product is received for investigation. Complaint lot review could not be conducted. Will conduct lot review if correct lot number is confirmed when product return is received. The assessment is based on information available at the time of the investigation. The product has not been received for evaluation. A root cause has not yet been determined as the investigation is still in progress. (B)(4).

Event description:
Customer called to report a centrifuge bowl leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer called to report blood leak alarm during collect phase of second cycle. Customer stated she did not see blood leaking in the centrifuge, however when customer attempted to remove the centrifuge bowl, the tubing on the bowl came out. Procedure was aborted and there was no blood/products returned to the patient. Customer will return product for investigation.